Manufacturer narrative:
(B)(4). The patient underwent mesh implantation due to stress urinary incontinence and pelvic organ prolapse. The patient experienced pain, erosion, infection, dyspareunia, incontinence. It was reported that patient underwent removal due to erosion on (B)(6) 2007, (B)(6) 2010, (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with transvaginal hysterectomy / bilateral salpingo-oophorectomy, uterosacral ligament suspension, bilateral paravaginal defect repair and suprapubic catheter placement.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 a mesh was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2010-03977. The same patient is represented in each medwatch.